Manufacturer narrative:
Per mdt, updated the date of implant from (B)(6) 2022 to (B)(6) 2023 manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent a breast augmentation primary with a mentor memorygel, 600cc on the left and 550cc on the right side, silicone prosthesis experienced left-sided capsular contracture grade iii, and rupture, and right sided soft tissue necrosis, and device extrusion: ( date of explanation was on (B)(6) 2022) post procedure. The report indicated that the left implant rupture discovered during surgery to correct the capsular contracture. As a result, patient underwent unilateral replacement with left catalog number: 3504004bc, serial number: (B)(6), partial capsulectomy and left capsulorrhaphy on (B)(6) 2023. This report relates to the right side.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: soft tissue necrosis, and device extrusion. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).